Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and the procedure got delayed for 10 to 15 minutes and completed by recreating the image storage with the help of the philips remote service. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk space was too low, and the exposure was not possible and the ippc failed to boot up. Analysis of the system log file showed that the image disk was full, and the ippc (image processing pc) was taking too long to boot up. The fse moved the memory banks until no errors occurred. To resolve the reoccurring boot up issue, the fse replaced the ippc. The analysis confirmed the malfunction of the ippc and identified that the ippc had battery charge/discharge issue. Following the replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not allow the storage of images. Exposure was not possible and free disk space is too low. The ippc failed to boot up. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the image processing pc was replaced, the system was returned to use in good working order.